Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300s) and a corrective bolus was delivered to address the bg level. The customer stated the high bg was due to hormones and the pump settings may need to be slightly adjusted. The customer was discussing the settings with a healthcare provider.